Manufacturer narrative:
This report is filed, february 26, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed infection and skin overgrowth at the abutment site. The patient has undergone a procedure to have the excess tissue excised (date not reported). The implanted device remains.